Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to a low battery voltage. The low battery voltage was caused by premature battery depletion. With an external power supply attached, high current draw was noted. The high current draw resolved during testing and could not be reproduced. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported the device could not be interrogated. Changes to the room, telemetry head, and merlin programmer were made but did not resolve the issue. The device was explanted and replaced. All electrical measurements were good. The patient condition is good.